Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the reservoir had air bubbles and that the blood glucose ran high. The blood glucose reading was 223 mg/dl. The insulin pump was not rewound with the reservoir in place, but the insulin was not stored at room temperature. The customer was advised that the insulin should reach room temperature before use to avoid air bubbles. The reservoir will be replaced and returned for analysis.